Event description:
It was reported that the customer was experiencing low battery life with the insulin pump. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with high idle current and unexpected low battery alarm due to open trace on lcd driver on lcd board. The insulin pump had a cracked display window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).